Event description:
It was reported that the device was used during a gastric bypass procedure. It was reported by the rep that the surgeon tried to fire a tvc55 and the stapler locked out and wouldn't advance. A new tvc55 was opened to complete the case. There was no consequence to the patient.